Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated with food. The customer has been experiencing low blood glucose for about 20 minutes. The customer stated while waiting for the paramedics was treated with candy and juice and when arriving at the hospital blood sugars were 138 mg/dl. After the troubleshooting was done, customer was advised to speak with their health care provider and monitor the pump.